Event description:
During transfer into wheelchair, pt reached back to seat of chair. When she sat, the chair support amputated the tip of her finger. Unable to fully open wheelchair; when pt was transferred into it, she grasped the seat; the chair opened when her weight settled in the seat and the cross brace snapped into place amputating the tip of her finger.